Event description:
Reportedly, the problem with the subject programmer is that it powers on to the login popup window and does not allow access to programmer operation; making the programmer unusable.

Event description:
Reportedly, the problem with the subject programmer is that it powers on to the login popup window and does not allow access to programmer operation; making the programmer unusable.